Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent partial right vulvectomy for a grade 2 intraepithelial neoplasia on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): reason for surgery: chronic pelvic pain, abnormal vaginal bleeding, suiconcurrent procedures: tah/bso, cystoscopyit was reported that following insertion the patient experienced chronic pelvic and vaginal area pain; continued urinary incontinence and retention; recurrent vaginal and urinary tract infections; severe pain in legs and feet; spasms throughout body; lower abdominal swelling; rectal pain and bleeding; recurrent constipation; emotional and psychological suffering. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.